Event description:
It was reported that the customer was hospitalized. Customer experienced broken bones, concussion, and brain bleed, however additional details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.